Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. The reported event was not confirmed as the scope was not microbiologically tested by olympus. The following is included in the device instructions for use: ¿an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.¿ olympus will continue to monitor field performance for this device.

Event description:
Additional information was received regarding the customers cleaning disinfection and sanitization practice. The specific information about the source of bacterial sampling in the hospital is unknown. However, precleaning is completed immediately after the operation. There is a one hour manual cleaning process. The scope does not include elevator. The remote end is brushed and washed after opening. There is no leakage detection. The device is machined washed. Luvov enzyme lotion is used and the disinfectant used is xinhua peracetic acid.

Manufacturer narrative:
The customer provided details on the cleaning, disinfection and sterilization (cds) process performed onsite. The date of last cds performed was (B)(6) 2022. The cleaning agent used was enzyme and disinfectant used was peracetic acid. Liquid transfer to each pipeline was checked and found to be normal. Appropriate use of adapters and cleaning of outer surface and tip was checked and it was found to be normal. There were no patients with potential cross infection. The device was returned. An incoming inspection could not confirm the customer complaint. The device was sterilized by repair center. The repair case was cancelled and the device was returned to user. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
The customer reported to olympus evis lucera small intestinal videoscope tested positive for an unexpected contamination. The issue was found during reprocessing. The head clinical nurse advised to check whether the disinfection was incomplete due to the damage of the endoscopic forceps. Out of 14 scopes tested, one tested positive. The test result indicated the number of bacteria detected was more than 0.1 units. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.